Event description:
The post-market clinical follow-up (pmcf) survey was conducted in italy. Results from the survey stated that adverse of death occurred. No other information was provided.

Manufacturer narrative:
Due to the automated (manufacturing execution system) mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that a post-market clinical follow-up (pmcf) survey was conducted for axs catalyst 5 (device number unknown ¿ quantity 30), axs catalyst 6 (device number unknown ¿ quantity 38) and axs catalyst 7 (device number unknown ¿ quantity 22) and responses (double blinded) from physicians was received on 17 june 2024. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to event of patient death.

Event description:
The post-market clinical follow-up (pmcf) survey was conducted in italy. Results from the survey stated that adverse of death occurred. No other information was provided.